Event description:
It was reported that the hand piece for battery powered driver medium & reverse do not work. The issue was observed during a weekly audit of equipment. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been provided. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: procode: additional pro-code: gxl, hxx. Device evaluated by MFR: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Investigation summary: service and repair evaluation: the customer reported that 05.000.008, hand piece for battery powered driver was not working in medium and reverse speeds. The repair technician reported the device did not run in forward and reverse, contact plate cracked, wires were burnt and discolored, patina was present between switch plate and housing, barriers was rip and contain brown residue, white residue was present on spring, housing and drive column. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, shrink tubing, motor/gearhead, cam screw, membrane switch/flex circuit and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 05-jan-2023 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part # 05.000.008, synthes lot # 007755, supplier lot # 007755, release to warehouse date: 17 feb 2020, and supplier: triangle manufacturing. No ncrs were generated during production. Device history batch null. Device history review of the device history record(s) showed that there were no issues. During the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.